Manufacturer narrative:
The reported event is confirmed - cause unknown. No actions can be taken at this time since a root cause was not identified. Photo: received four (4) photo samples. All photo samples showcase an overview of all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the pretest, sterile water was poured into the foley catheter, and when they tried to drain it, the water would not drain out and there was resistance.

Event description:
It was reported that the during the pretest, sterile water was poured into the foley catheter, and when they tried to drain it, the water would not drain out and there was resistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.